Event description:
The ligasure instrument failed to open during the procedure per surgeon. The patient's length of stay was not extended due to this device issue. Manufacturer response (as per reporter) for tissue fusion instrument, ligasurecustomer service made aware, no response at this time.